Event description:
While in hospital, it was reported that patient exhibited occasional asystole. The right ventricular lead showed low impedance and oversensing. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.the device is part of the advisory for this model.